Manufacturer narrative:
Patient demographics (age at time of event, gender) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint confirmed. The evaluation revealed metal gouging found on the inner and outer diameter of the outer tube and the outer diameter of the inner tube by the distal end. Complainant's event typically caused by excessive bending forces applied to the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopy procedure when the dissector was activated, there was excessive friction and metal filings occurred. Metal filings were visible on the screen and the arthroscopy team took action by removing the metal shards and monitoring the patient status. Unknown if all metal shards were completely removed.

Manufacturer narrative:
Patient demographics (age at time of event, gender) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is excessive bending forces applied to the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopy procedure when the dissector was activated, there was excessive friction and metal filings occurred. Metal filings were visible on the screen and the arthroscopy team took action by removing the metal shards and monitoring the patient status. Unknown if all metal shards were completely removed.